Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011; inratio: 3.4; lab: 1.9. Date: (B)(6) 2011; inratio: 4.2; ref. Meter: 3.1. Therapeutic range: 2.5-3.5. Approx 1 month ago (date unknown; date of occurrence is an estimate), pt was going in for a procedure. No changes to medication before or after procedure. Inr measured in lab venipuncture (roughly 10 am) was 1.9. Inr. Pt went home and tested on his meter around 4-5 pm and got a 3.4. Tests were around 6-7 hours apart. Today: pt took his meter to the doctor's office and tested side-by-side with doctor's poc meter (different type; brand unknown). Got 4.2 on pt's meter and 3.1 on doctor's meter. Testing order not specified; pt did not say if he used same finger or different ones.

Manufacturer narrative:
Investigation pending.